Event description:
Complainant alleged that the autopulse resuscitation system displayed an error code and the lifeband would not retract. There was no report of any patient involvement and no adverse patient sequelae was reported. Manufacturer has requested additional information; however, no further details have been provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed. A user advisory 7 fault (discrepancy between load 1 and load 2 too large) was noted during power up of the platform. The archive data did not show any issues occurring with the platform on the reported event date of (B)(6) 2013; however, the fault was confirmed to have occurred on (B)(6) 2013. Inspection of the platform indicated that the cause of the ua 7 faults was a defective load cell. Upon replacement of the failed load cell, the device met all testing criteria.